Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373 e1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, (B)(6) retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. The issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper pops off seen in 1 tube. No adverse impact was reported regarding the patient or user.